Event description:
Reporter alleged blood glucose measured 69 mg/dl and customer felt low, however, was unable to get out of bed, so a room mate gave her some orange juice which she was able to drink without assistance. It was stated the room mate called paramedics and they arrived about 1 to 1.5 hours later, where they monitored customer until her meter read 109 mg/dl. Customer stated previous to the alleged incident having based her diabetes medication on a result of 228 mg/dl, however, the MFR determined when reviewing the meter memory with the customer over the telephone, it read 91 mg/dl. Customer indicated not remembering the result of 91 mg/dl and dosed her medication based on the previous 228 mg/dl reading. No other actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.